Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device presented with a strange smell when switched on due to melted wires and plastic; a defective power supply was noted. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the programmer was switched on, a strange smell appeared; melted wires and plastic was noted. The programmer has been returned for repair. There was no patient involvement.